Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had issues with their insulin pump. The customer states the buttons were unresponsive. The customer's blood glucose level was reported to be 300mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.